Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Reportedly, customer reloaded the cartridge to address the issue. Additionally, it was reported that the insulin gauge was inaccurate. Customer continued to use the existing cartridge for insulin delivery. There was no reported adverse impact to the customer's blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.